Manufacturer narrative:
Per repair statement attached unit has low o2 and yellow light alarming.

Event description:
Per provider zip ties are loose. Per repair statement attached low o2 and yellow light.